Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device can't boot up. The patient was involved but there was no adverse patient impact.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the device cannot boot up. There was no patient involvement. One control pca was returned for failure analysis. No fault was found. There is no indication that the control pca was replaced in association with this complaint, nor with any other complaint for this device.

Manufacturer narrative:
.